Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited poor fixation to the right ventricular (rv) lead. Additional information is being requested from the field, as the patient will be followed up. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.